Event description:
Information was received regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported by the manufacturer representative (rep) that the patient was in overdischarge. The patient lost their recharger so they were unable to charge. The last successful recharge was (B)(6) 2016. The rep performed a physician recharge mode (prm) and was instructed to clear the power on reset (por) as soon as the neurostimulator was 25% charged. The rep later reported that they were getting another antenna locate screen while trying to start another pmr. The rep was able to get to the correct screen through troubleshooting, but stated that they did 5 hours of prm without the neurostimulator rolling over to normal charging. The following day, the patient reported that the stimulator was having problems yesterday and they were now being shocked. The patient got everything charging the day of the call and all of a sudden "it just hit them like a bullet lighting" and wouldn't stop. The patient stated that the device was charging and it shocked them when they turned it on. The patient was instructed to decrease stimulation but this was unsuccessful in resolving the issue. A warning power on reset (por) message was displayed on the patient programmer and the patient could not turn implant off with recharger. The manufacturer representative called the patient and was able to resolve the shocking issue over the phone. Additional information received stated that the overdischarge had been resolved. The rep performed several pmrs and the patient was finally able to charge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.